Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted in the periampullary diverticulum to treat stricture during a procedure performed on an unknown date. On (B)(6) 2025, it was confirmed through imaging that the stent had migrated and was removed with argon plasma coagulation (apc), dilation, and rescue forceps. Subsequently, a replacement of wallflex plus stent was implanted and the procedure was completed. There were no patient complications reported as a result of this event.